Manufacturer narrative:
It was reported that while setting up the ventilator for a patient, it was noticed that the ventilator was not properly functioning. Logs were not provided. Our field service engineer investigated the ventilator on site and solved the issue by replacing the o2 gas module, the control printed circuit board, the monitoring printed circuit board and by installing the software version to 2.1.5. The ventilator passed all calibration, functional and safety tests. The unit was returned to costumer and cleared for clinical use. No parts were returned for investigation. Therefore, the root cause for the reported problem could not be established.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that while setting up the ventilator for a patient, it was noticed that the ventilator was not properly functioning. There was no patient harm. (B)(4).